Manufacturer narrative:
Investigation is in progress. A supplemental report will be provided upon the investigation's conclusion.

Event description:
Following the information gathered the patient fell out of bed. The customer stated that the backrest was raised and one safety side panel was in down position, the bedside table was placed near the bed to allow the patient eating the breakfast. The customer reported that the patient slid out of the bed on the open side. The patient sustained head injury, which was a left frontal hemorrhage due to the fall. No issue with the device was reported.

Manufacturer narrative:
It was claimed by facility¿s staff that the patient fell out of bed as the side rail on one side of the bed was lowered in order to wheel over the bedside table so the patient could eat. As the result of the fall patient suffered left frontal haemorrhage and required a computerized tomography scan (CT). The instruction for use for citadel bed frame system includes below information: ¿to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended.¿, ¿whether and how to use side rails or restraints is a decision that should be based on each patient¿s needs and should be made by the patient and the patient¿s family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use ( including entrapment and patient falls form the bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family. Consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed and from patient entrapment in or around the side rails, restraints or other accessories.¿. The root cause of patient¿s fall was usage of the device. There was no malfunction of the device that could contribute to patient¿s fall. The complaint was assessed as reportable due to a patient fall. The device was used for a patient treatment and therefore played a role in the event, the device did not fail to meet its specification.